Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: iOS / iOS_iPhone 12 Pro Max / Unknown / iOS_16.5.